Event description:
It was reported that an led cover was found to be missing from the femural tracker at the sterile processing department of the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed by visual inspection of the device during the service evaluation process. Based on the visual inspection, this was caused by a handling issue. The device was scrapped, as it is not repairable.

Event description:
It was reported that an led cover was found to be missing from the femural tracker at the sterile processing department of the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.